Event description:
Caller reported a malfunction on the pump, identified as malf 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer was assisted by cts in resetting the pump, and the malfunction code did not recur after the reset. Cts advised the customer to continue using the pump and to call back if the malfunction reappeared, which the customer acknowledged and understood.